Event description:
"S/p b subgl infra surgitek bilumens (r 240:35; l 240:15) for augmentation. Reports that the r is firmer and has some discomfort b x few yrs. There is no h/o trauma to the breasts. In addition c/o development of systemic c/o's over the years for which no etiology can be found. C/o's include arthralgias (+ am stiffness, l greater than r), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, sore throats, subnormal temp, rec oral sores, hot flashes, headaches, tmjd, visual disturb, dizzy spells, memory probs, dry mucus membranes, rashes, sens sun/cold (+ raynaud's)/chem, sob/cp, costochondritis, choking sen, wgt loss, gi/gu, menstrual disturb, easy bruising and pelvic pain. Pt otherwise healthy."